Manufacturer narrative:
The pump was not returned to moog. We were unable to perform an evaluation, and the complaint remains unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated: "pump is not registering when bag is empty-no alarm alarms when dose complete but mother is afraid this will lead to aspiration for her (B)(6) year old daughter" no further information was provided. No injury to the patient was reported.